Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented remotely via merlin.net transmission with episodes of non-sustained ventricular oversensing and non-sustained vt. Review of the transmission revealed possible lead noise sensing on the atrial and ventricular channels. It was noted that there could be a potential subclavian crush or a lead-to-lead abrasion was discussed. The physician reprogrammed the device to avoid inappropriate therapy. Patient was referred to the ep and is considering lead replacement versus deactivation of therapies. The patient has not experienced an adverse event.